Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultramini meter was giving inaccurate control test results. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the same day at noon. He reported obtaining a result of 134 mg/dl on the subject meter (range: 95-127). He also mentioned that he experienced low blood sugar symptoms (specific symptoms not provided) after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly to match the code on the test strip vial. However, it was discovered that the pt was using incorrect control solution. Although, treatment is not be based on control solution results, and there is no allegation of inaccuracy of the blood glucose results, this complaint is being reported because the pt stated that he experienced symptoms of low blood glucose after the reported issue began. Pt was using incorrect control solution (use error). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.